Manufacturer narrative:
H10: the customer confirmed the issue by completing the manufacturer¿s preventive maintenance procedure per the service manual and replaced the solenoid valve, v60, pcba, data acquisition, v60, and rp-cable, da to mc pcba,2nd gen,v60 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is giving error code proximal pressure sensor auto zero failed alarm message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states during pm service the unit alarms proximal pressure autozero failed on screen, noted code 110b in event log. The rse advised customer to check internal ports for obstructions, if clear and problem persists, check pins on da pcba for alignment or replace solenoid 3 and 4, replace da pcba and cable if needed, provided parts ID for the solenoid 3 and 4, pcba, data acquisition, and cable, da pcba to mc pcba (2nd generation) for repair. Investigation ongoing.